Event description:
A male consumer reported experiencing an "eye infection (unconfirmed) after using complete moistureplus multi-purpose solution. He has used the solution since 2005 without any problem unit this bottle. He went to see an optometrist around 2006. The doctor reportedly diagnosed an eye infection, but did not take culture. She prescribed ofloxacin, systane free liquid gel, and patanol. The doctor did not state the cause, but had him discontinue lens wear for 10 days, which ended up being 20 days because he had to go back to see her a couple more times. He has resumed lens wear with a different solution. The pt's optometrist did not provide any further info despite several follow-up attempts by amo.

Manufacturer narrative:
Batch documentation review: the batch was manufactured in accordance with it is foreseen in our procedures. Process controls are correct and without remarkable incidents. The yield of this batch was also conforming to product specifications. No incidents which could be related to any issue were found during the mfg processes. Physico-chemical and microbiological attributes were within product specifications at the time the lot was released. Retained sample analysis: physico-chemical and microbiology analysis results are correct and all parameters are within established acceptance criteria. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.